Event description:
Incident happened on the (B)(6) 2021. The epidural catheter was occluded. So it was difficult to infuse the treatment. We performed few tries to unblock the catheter. The same issue happened for 2 different patients with the same lot#. The consequence was a delay in the treatment of the patients. The devices were discarded.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened on the (B)(6) 2021. The epidural catheter was occluded. So it was difficult to infuse the treatment. We performed few tries to unblock the catheter. The same issue happened for 2 different patients with the same lot#. The consequence was a delay in the treatment of the patients. The devices were discarded.